Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 9057744 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture sample, leakage was observed. Our engineering team performed an inspection of the assembly process with the intention of finding a source of the extension tubing damage; however, no cause could be identified for this incident. Ten samples were obtained from the manufacturing facility for further inspection and no damages or defects were observed. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in experienced leakage during use. The following information was provided by the initial reporter: the ext tube was found blood leakage, customer needed the factory's test report and the formal closure letter.